Event description:
It was reported: "the surgeon stated that the pt was doing fine until about a year after surgery. The surgeon also reported that the pt fell off a chair and began complaining of hip pain soon after. The x-rays revealed what looked like loosening."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.